Manufacturer narrative:
The company service rep determined that the digital to analog converter was not properly secured. He secured it. The system was tested to factory specifications. It functioned normally and was returned to use.

Event description:
The customer reported that while the panorama central station was in use monitoring pts along with ambulatory telepacks, the central station shut down. No pt injury was reported.